Event description:
Patient received an initial right total knee arthroplasty. Subsequently, underwent a manipulation, under anesthesia of the right knee two months post procedure, due to arthrofibrosis of the joint. No further complications were reported. Patient demonstrated overall improvement with pain, satisfaction, and quality of life and completed the study per protocol with no further interventions.

Manufacturer narrative:
3013876692-2022- code: mechanical (g04) : femur. A manipulation under anesthesia was performed due to according to taber's medical dictionary: manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. Additional associated products & mdrs: 42532006402 tibia cemented 5 degree stemmed right size c lot# 64626511 MDR: 3007963827-2022-00142. 42522200411 articular surface fixed bearing (uc) right 11 mm lot# 64418973 MDR: 3007963827-2022-00143. 00587806529 nexgen complete knee solution, trabecular metal std primary patella lot# 64635672. MDR: 3005751028-2022-00014. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.